Manufacturer narrative:
The surgical patties (B)(4). Was not returned for evaluation as the product is not available for return as per customer; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Additional information received: 1. Were the patties irrigated during use? >>> patties were coated with our local solution (cocaine 10%in 2mls w/sodium bicarbonate 7mls and adrenaline 1:1000/1ml). We don¿t typically use irrigation whilst the patties are in the patient. 2. Were the patties moistened prior to use? If yes, how long? >>> patties are moistened prior to use in our local solution. Patties are used before and during the procedure. Patties are normally soaked during the patient¿s intubation (approx. 10-15mins before use). However, one of the patties was noted to be missing the string prior to being soaked in the local solution. This was removed from the sterile field and placed aside as the remaining patties had appeared to have strings attached. 3. Was the product altered or cut from the original size prior to use? >>> product was not altered or cut.

Event description:
N/a.

Event description:
A facility reported a surgical pattie (ID 801407) has a missing string in pack. During the case, the surgeon removed patties from the nose (sinus surgery). Noted that a pattie remained in the nose and the string had detached from the pattie. Pattie was removed from the surgical site. Count was correct at the end of case. Additionally, the customer stated "patties were noticed to deteriorate during case. No patient injury reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.